Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was brought to an emergency department and hospitalized on (B)(6) 2019 at 3 am due to a high blood glucose level of 325 mg/dl and diabetic ketoacidosis. It was reported that the customer was not feeling well. The customer was wearing the insulin pump within 48 hours of the event. She was treated with intravenous insulin and fluids in the hospital. The customer was assisted with troubleshooting for high blood glucose. She was not alleging the insulin pump for under delivery. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.